Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they fell last winter and have been trying to get help. They think something happened to the implant, because it's bothering them and they need an MRI of the back. Patient stated MRI facility told him to call for MRI information. Patient stated they wanted the implant out and their healthcare provider (hcp) retired. Patient reported the stimulator never worked for him since he got the implant. Patient stated it is either irritating or outright hurts. Patient reported when he rolls over in the middle of the night it wakes him up and when he charges, it feels like it is cooking in his stomach and hurts real bad and makes his stomach hurt. Patient services specialist asked patient if he still charge the implant and patient said he still charges the implant correctly. Patient stated they are getting eri message since probably two months ago. Patient service reviewed eri and eos information. Agent mailed out physician listing to patient. Agent reviewed device function and meaning of message. Agent reviewed MRI information and provided technical services (tss) number for hcp to call if necessary. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that the heating during charge was from the first time and they told pt to give it time for pt to get use to it. It was never fixed and the fall did not have anything to do with that. It hurts all the time but the fall was 2 years ago. They are taking it out of the patient.